Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold and an opening. Leak test was performed and identified an opening on the radius. A microscopic analysis was performed which identified a striated edge opening consistent with the use of a surgical tool. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated edge opening on the radius side due to surgical damage.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.